Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached/broken at site connector prior to insertion. Reportedly, on (B)(6) 2022 one infusion set detached while on (B)(6) 2022 two sets detached. Further, they replaced the infusion set and resumed insulin successfully. No further information available.